Event description:
It was reported that during a tram flap procedure, while using the device on the internal mammary artery the clips cut through vessel instead of occluding the vessel. The clips did form although cut through the artery and also the "rubber sling" used to retract the vessel. Another device was used to complete the procedure. There were no adverse consequences for the patient. The device used during this incident was discarded, but a sterile device from the same lot will be returned.

Manufacturer narrative:
(B) (4). (B) (4).